Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultra2 meter displayed an unknown 'error' message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a month prior to contacting lfs. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. On (B)(6) 2013, the patient claims he felt a low blood glucose symptom of sweating. The patient reportedly took more food and/ or drink. It is not known if the patient tested with another device. The alleged issue was not resolved at the time of troubleshooting. Replacement meter and test strips were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.